Event description:
The customer reported that the system would not boot up. This resulted in a loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
The customer canceled the service call.